Event description:
It was reported that the customer had a motor error alarm on his insulin pump. The customer's blood glucose level was 406 mg/dl. Customer treated with a manual shot. Customer stated that the alarm occurred during the prime process. Customer was assisted with clearing the alarm. Customer stated that he was able to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was assisted with changing his basals to 0.00. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime test. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.